Manufacturer narrative:
Updated sections: h2, h3, h4, h6, h11 device evaluation: intuitive surgical inc (isi) received the sureform 45 white reload for failure analysis evaluation. The stapler reload was returned attached to the stapler instrument in an unused and unfired condition. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The stapler reload was installed onto an in-house golden instrument and tested on an in-house system. Attachment and removal of the reload from the stapler instrument were performed multiple times without issue. The stapler instrument successfully passed both recognition and engagement tests, and the reload passed the reload recognition test. No product issues were identified during the evaluation. Isi received the sureform 45 curved-tip stapler instrument for failure analysis evaluation. The stapler instrument was found to have one firing failure based on log review, which was not replicated through in-house testing. It was installed onto an in-house system and was fired on a test foam using two in-house white stapler reloads. The stapler instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There were two sureform 45 curved-tip stapler instruments used during the procedure, it is unclear which was involved in the customer reported event. A review of the stapler log shows that the sureform 45 curved-tip stapler instrument (lot #k17250925-0422), was used first. It was installed on the system four times and fired four stapler reloads (1 white, 1 blue, 2 white, in that order). On installs 1-3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, but was followed by a firing failure. Next, the logs show the sureform 45 curved-tip stapler instrument, (lot #k17250925-0421), was installed on the system seven times and successfully fired seven stapler reloads (2 white, 1 green, 3 black, 1 blue, in that order). There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, a partial fire occurred while using a sureform 45 curved-tip stapler instrument, equipped with a sureform 60 white reload. When the event occurred, an error message was observed stating ¿tissue too thick¿, and the surgeon attempted to force-fire the stapler instrument; but was unsuccessful. The stapler instrument was then removed, and a large clip applier instrument and a monopolar curved scissors (mcs) instrument were both used to ligate the small unspecified vessel. A backup stapler instrument and white stapler reload were used, and the procedure was successfully completed robotically, without further complications.